Manufacturer narrative:
Device 1 of 2. Based on the available information, this event is deemed to be a serious injury. The event is considered misuse. Per the IFU, convex wafers are contraindicated in patients with hernia. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user was told by her surgeon to use smaller barrier opening for a closer fit to address leakage (not related to convatec product). Her stoma size was unclear previously and had "been revised" but stated that it was 45mm currently. She did use smaller opening and while "bending over and moving around", she felt a couple of wafers out of 1 box "cut into her stoma and resulted in bleeding". She had sought medical attention and on (B)(6) 2021, she was hospitalized. At the time of this report, the end user was in the hospital and there was no bleeding. She stated that her prothrombin time and international normalized ratio were "high". She did not receive a blood transfusion. She had skin irritation not related to convatec product, but ostomy pointing "down". Additionally, her surgery was planned for a colostomy as well in "a few weeks". No photo is available at this time.